Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1316904) indicated that the mynx device met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00335 for the first device.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the prep of the device the balloon lost pressure. A second device was prepped and also lost pressure. Before it could be used on the pt. A third mynxgrip was prepped and deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.